Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10 upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The event will be reported under medwatch #: (B)(4) . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: compr srs ic seg cat: 211225 lot: unk; compr srs mod rgx aug cat: 211229 lot: unk; compr srs mod stem cat: 211259 lot: unk. Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It has been reported that a patient underwent an initial left shoulder hemiarthroplasty performed. At the one year follow up visit, the patient reported severe pain, increased limitation to adls, and very low satisfaction level. Upon xray review, it was noted that the prosthesis had migrated due to rotator cuff insufficiency. No intervention has been reported to date. Attempts have been made, and no further information has been provided.